Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The device was evaluated by the product analysis lab (pal). An internal inspection revealed fluid inside the negative p tank. Continuity testing isolated the earth ground leakage to the pump. The pal determined that the cause of the rite earth leakage current test failure was the result of pneumatic system fluid ingress. The device will be scrapped.